Event description:
(B)(4): revised for loosening.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Areas of radiolucency are visible at the tibial plateau at the tibial tray/bone interface, notably on the medial side. This may be the region of loosening reported in the complaint. It is difficult to confidently assess component alignment because the a-p photo is taken at an off-axis angle which distorts the image. A complete assessment of the patient¿s condition cannot be performed without better x-ray photos or returned devices. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.